Manufacturer narrative:
Based on the findings of a stretched coil during analysis of the returned product without confirmation from the customer that the coil was not stretched when removed from the microcatheter after resistance, this file is being reported to the FDA as a malfunction. It is possible that the orbit coil stretched due to the insertion difficulties through an unk microcatheter. However, because the stretched condition of the coil as noted on the returned product would have been evident to the user and there was no report of the coil stretching, the more likely scenario is that the coil stretched after the procedure during handling and packaging for return. As noted in the IFU, the orbit coils are delicate devices and should be handled carefully. There is not enough information available to conclusively determine the cause of the stretched coil, but it appears that it occurred after the procedure. One non-sterile orbit was received. The unit had some bends along the delivery tube. The coil was elongated from the proximal end and tangled. No other visual anomalies were noted. The involved microcatheter was not received. The outer diameter of the delivery tube was found to be within specification. Manufacturing records for the involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged coils from leaving the facility. The elongation of the coil appears due to improper handling of the unit during its return. The failure experienced by the customer could not be confirmed, since no functional test could be done due to the received condition. The exact cause of the bent delivery tube and elongated coil could not be conclusively determined.

Event description:
The coil could not be pushed out of the microcatheter. The coil was removed from the microcatheter without difficulty or loss of position. Another coil was used to complete the procedure. There was no report of patient injury.